Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - extraction instruments: trauma/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on an unknown date (about 4 years ago), the patient underwent surgery for clavicle fracture with ten. On (B)(6) 2023, the surgeon attempted to remove the ten but was unable to do so and left it in the body. The surgeon's opinion on the cause is as follows. Late removal time. Difficult to connect ten extraction device because the extraction device and insertion device are the same. Requires a specialized device for removal. The surgery was completed with more than 60 minutes delay. Patient status and outcome is stable. No further information is available. This report is for one (1) unk - extraction instruments: trauma. This is report 1 of 1 for complaint (B)(4).